Event description:
Intramedullary rod implanted 2002 for humeral fracture sustained in car accident. Four months later, pt felt malaise at upper arm and radiographs found nail had fractured at distal screw hole. Surgery performed 23 days later, to remove and replace fractured nail.